Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that three days after removing a pod from the patient's thigh, the infusion site developed swelling described as a hard, red, and tender lump. It was noted that the site had bled at the time of pod removal, and blood glucose temporarily increased to approximately 15 mmol/l (270 mg/dl) after the pod was removed, but glucose levels had been normal while the pod was in use and later returned to normal after a new pod was applied. Typical site preparation included washing and use of alcohol wipes, with rotation of infusion sites primarily on the abdomen and thigh. Following the appearance of the lump, the child was evaluated by a general practitioner on (B)(6) 2026 and diagnosed with a skin infection. The patient was prescribed an oral liquid antibiotic for one week at a dose of 10 ml three times daily. The child was treated as an outpatient, and no hospital admission was required.